Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited low pacing impedance and noise oversensing. The lead was reprogrammed. The patient was stable in condition.

Event description:
New information received notes that the low pacing impedance event reoccurred and the right ventricular exhibited intermittent capture. The patient was stable in condition.

Event description:
New information received notes there was recurrence of low pacing impedance and high capture threshold issues resulted to intermittent capture of the rv lead. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable in condition.